Manufacturer narrative:
Devices video evaluation completed on (B)(6) 2023; according to the information received, the surgeon filled the exp rect remote 550cc tissue expander for two or three times at specified intervals but it didn¿t expand enough. In second surgery he found a hole on tissue expander. Upon visual evaluation of the video provided in the complaint, the tissue expander appears deflated with leakage. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient who underwent a breast reconstruction primary with a mentor tissue expander, 550cc saline prosthesis experienced right sided silent deflation and difficulty with expansion fluid removal post procedure. The report stated that the first surgery, the surgeon filled the tissue expander for two or three times at specified intervals but it didn¿t expand enough. In second surgery he found a hole on tissue expander (on the border between dacron base and the main body of tissue expander) and he changed it with another tissue expander on an unspecified date. Note: the tissue expanders were implanted in the patient for longer than 6 months, which is contraindicated in the IFU.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, flow problem. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).